Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Reportedly, the pump had fallen down prior to the reported issue. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.